Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and without the device to analyze, a cause for the single gripper actuation issue resulting in positioning failure associated with leaflet grasping could not be determined. The reported positioning failure associated with leaflet capture per the account is due to the dimension of anterior leaflet prolapse. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with degenerative mitral regurgitation (mr), with an anterior leaflet (a2) prolapse and dilated left atrium. During a mitraclip procedure, after several difficult simultaneous grasping attempts with an xtw clip, it was decided to utilize independent grasping. Additionally, it was noted that capturing was challenging due to the dimension of anterior leaflet prolapse. The anterior leaflet was grasped and the device was torqued posterior to secure the posterior leaflet. The grasp was not satisfactory, so the anterior leaflet was released to optimize the position. It was noted that the anterior gripper was not lowering and was stuck in the raised position. The clip was inverted to go back into the left atrium to test the grippers. After checking on fluoroscopy and 2d and 3d echocardiographic views, it was concluded that the anterior gripper was not lowering. The clip was replaced and procedure was completed with two clips implanted and an mr grade reduction to 1. It was confirmed outside of the anatomy, that the gripper was stuck in the raised position. There were no adverse patient effects or clinically significant delay. No additional information was provided.